Event description:
Customer reported that his blood glucose was 189 mg/dl. Customer stated that his insulin pump was not working correctly. Customer stated that it was alarming button error and he was unable to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked keypad connector. Unit received with cracked reservoir tube lip, scratched case, scratched reservoir tube window and minor scratched at display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).